Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 159mg/dl. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.